Event description:
It was reported that x-ray revealed externalized conductors under svc coil. Electrical measurements were normal. The lead was capped and replaced.

Event description:
New information received notes that infection was also observed.

Manufacturer narrative:
A partial lead was returned for analysis. Without return of the entire lead a complete analysis could not be performed. No anomalies were found on the outer insulation of the returned pieces.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.